Event description:
Report received indicated the patient was hypotensive post stent implant. Successful carotid artery stenting was performed to the left internal carotid artery. There was mild calcification and no vessel tortuosity. The rate of stenosis was 82%. The angioguard embolic protective device was deployed and the precise stent was implanted at the lesion site without difficulties. The stent was post dilated with a 5.5mm diameter balloon at 8 atm. No issues were reported with the balloon catheter. After the stent was deployed, the patient developed hypotension. Consequently the patient was treated with etilefrine hydrochloride. Upon retrieval of the angioguard, there was debris in the filter. According to the physician, there is a possibility the hypotension was caused by carotid sinus reflex by the stent placement. The blood pressure recovered two days post procedure to normal. There were no neurological symptoms and patient was discharged thereafter. Medications given to the patient prior to the procedure. Aspirin, ticlopidine, famotidine, pravastatin sodium, herbesser, isosorbide.

Manufacturer narrative:
This product will not be returned for evaluation and testing. Additional information will be sent within 30 days upon receipt. This is one of two products involved in the same patient and reported under manufacturing number 9616099-2009-00051.